Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp, stabbing pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine cyst ("uterine cysts"), uterine leiomyoma ("fallopian tube and uterine fibroids"), fallopian tube leiomyoma ("fallopian tube and uterine fibroids"), uterine inflammation ("uterine inflammation"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia"), abdominal distension ("severe bloating"), headache ("headaches"), urticaria ("hives"), pruritus ("itching"), rash ("rashes"), dysmenorrhoea ("painful menstrual cycles") and menstrual disorder ("abnormal menses"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, migraine, weight fluctuation, anxiety, depression, abdominal distension, headache, urticaria, pruritus, rash and menstrual disorder outcome was unknown. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, genital haemorrhage, headache, menstrual disorder, migraine, pelvic pain, pruritus, rash, urticaria, uterine cyst, uterine inflammation, uterine leiomyoma and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.